Event description:
It was reported that during an open sigmoidectomy procedure, to remove the tumor they used for proximal line transection a linear cutter (gia-covidien) and for the distal transection a contour curved cutter. Attending the tissue type of the patient they choose a blue contour charge, and followed the instructions recommended. They checked the staple line and didn´t saw any dehiscence. To perform the anastomosis with the circular device (covidien dst eea-31mm) for joining two tubular structures, carefully they made the purse-string by hand, fixed the detachable head assembly and introduced the device via anus. After this, they were checking the stapling line of contour and saw part of staples opened (at this time trocar still was inside of the circular). They used suture to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
The tissue quality was good, thin thickness, non friable and without edema. The staples were unformed at the distal - rectal stomp, on the left extremity. The device was only fired once.

Manufacturer narrative:
(B)(4).